Manufacturer narrative:
The returned workmate claris amplifier was powered on and successful communication was established with the test standard workmate claris computer. However, no signal was observed. The unit was opened, and visual inspection revealed that the 120 cable clock line was disconnected from the blood pressure card. After the clock line was reconnected, all the channels but channels 2 and 63 were restored. It was also discovered that the missing signals on channels 2 and 63, were due to the non-functional filter card and intracardiac cable, respectively. These findings were verified by temporarily replacing the non-functional filter card and intracardiac cable. The communication test was ran for over 18 hours and loss or intermittent communication was observed. One of the screws holding the filter card was also loose and dislodged into the unit. The disconnected cable and loose screws were consistent with tampering. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report. Further information regarding the event were requested but not received.

Event description:
During a procedure, the claris amplifier disconnected. The error message ¿no signal. Check the amplifier and connections to the display workstation¿ was displayed. The system was rebooted three times with no resolution. The case was cancelled and there were no patient consequences.